Event description:
It was reported that during a pre-use check, the customer noticed air was leaking from the product. No patient injury reported.

Manufacturer narrative:
Visual inspection: the sample was visually inspected at a distance of 12" under normal lighting to received unit, in order to detect any damage on the unit. No discrepancies detected. Functional test: sample was tested using lt-4-2-072, the following gauge from of lt-4-2-072 was used for the test: the circuit did not pass the leak test. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).